Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient moved and bent down to pick something up and got a lot of pain. It was noted that nothing contributed to the event. The patient would be reprogrammed on the day of the report and impedances checked. The patient would see a healthcare professional who was ordering a CT scan with contrast. The issue was not resolved at the time of the report. Relevant medical history included failed back surgery syndrome and heart murmur. Additional information received from the rep indicated that the impedances were within normal limits and the patient had only used stimulation 3 days in the past month interrogation of the ins. The ins was reprogrammed and the patient felt the tingling where they needed it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.